Event description:
The pump was explanted due to battery depletion. The implant duration was 41 months. The catheter was explanted and replaced due to the fact that it was cut during back surgery one year ago.